Manufacturer narrative:
One device was returned for analysis. Visual inspection showed small tears on the dso seal. There was no evidence to review in the device's event history log. A functional and accuracy tests were performed and the reported issue was not duplicated; however small tears to the dso seal were confirmed. The cause of the reported issue was unknown. As a result, preventative service and secondary repairs were performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was faulty. No patient injury was reported.